Manufacturer narrative:
The service evaluation could not confirm/duplicate the reported ¿no display¿ issue. The display shows dark shadows on the internal screen from material damage. The screen was found scratched. The device has not been repaired in the last year. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed via repair request that the olympus asset, high-definition liquid crystal display monitor has ¿no display¿. There was no patient or procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.